Event description:
Additional information received from a healthcare provider (hcp) for a clinical study removed that the patient was reprogrammed and stimulation was temporarily discontinued and added that no action was taken.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported x-ray noted a change in curvature/angle of the lead. Reprogramming was performed on (B)(6) 2015; new programs were given and there was a temporary discontinuation of stimulation. The outcome was ongoing. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported there was a ¿slight pullback¿ noted on the lead from the x-ray.